Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 1 month. The device was not returned for evaluation. A correlation between the device and the reported event could not conclusively be determined through this evaluation. The instructions for use lists infection, and sepsis as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to respiratory arrest secondary to septic shock. It was thought by the vad team that the patient's septicemia was secondary to a driveline exit site infection. However, the exit site reportedly always looked clean, dry and intact with no drainage. The patient was scanned and taken to the operating room for deep tissue incision and drainage, but the patient never got better. Unspecified cultures were positive for pseudomonas. Antibiotic treatment was not provided. The patient requested a do not resuscitate status and that the lvad be turned off, but expired before that was executed. No additional information was reported.